Event description:
Additional information was received on (B)(4) 2012, from the patient's treating neurologist. She indicated that these breakthrough seizures are not related to a lack of efficacy from therapy and noted that the patient's seizures are still better than his pre-vns baseline. She stated that the mention of the vns not working was referring to the magnet mode not stopping all of the patient's seizures every time, however she noted that this was normal for the patient as well. There is no specific date if onset for his breakthroughs, as this patient has difficult epilepsy and breakthroughs are expected from time to time. No vns programming changes are required at this time. She provided the last diagnostics results from (B)(6) 2012, indicating that they were normal: system mode dcdc=2, and normal mode dcdc=4.

Event description:
It was reported through clinic notes dated (B)(6) 2011, that the patient's seizures were slightly worsened as he was having some prolonged seizures which started in (B)(6) 2010. These seizures were said to have lasted between 5 and 15 minutes, and the site reported one seizure where the "vns did not work." The patient's medications were adjusted on (B)(6) 2011. On (B)(6) 2011, the vns generator was interrogated and diagnostics were performed. The site reported that the vns was in "good condition"; however, diagnostic results were not available in the notes. The patient's settings at that time were then increased to 2.0ma for normal mode current and 2.25ma for magnet mode current. The patient's medications were again adjusted in (B)(6) 2011. The physician did note that for the increased seizure durations identified in (B)(6) 2011 there were no known triggers; however, no additional information was available. Attempts for additional information have been unsuccessful to date.